Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time). The sample initially resulted as 0.074 ng/ml accompanied by a data flag. The sample was repeated and resulted as 0.010 ng/ml accompanied by a data flag. The repeat value was believed to be correct. The patient was not adversely affected by the event. The troponin t stat reagent lot number was 17016701 with an expiration date of 11/30/2013. The field service representative determined that the sample sipper probe tip was damaged. He replaced the sample sipper probe. He also replaced the s/r probe and tubing due to a questionable hairline crack in the ceramic tip. He performed all target adjustments to the s/r probe and sample sipper probe. He checked the lld on both. He performed performance testing with all results meeting specifications. The operator performed calibrations and quality controls with all results meeting specifications.